Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient presented with fever and drainage from drive line site and was admitted on (B)(6) 2019. Culture was positive for (B)(6). Patient was treated with keflex. Patient underwent a pump exchange on (B)(6) 2019. Patient remains admitted. Pump was returned for evaluation. No further information was provided.

Manufacturer narrative:
Section d8: correction. Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas and a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct cause for the incidental finding of discoloration to the patient¿s pump cable bend relief could not be conclusively determined through this evaluation. The device was returned assembled with the pump cable severed approximately 8.5 inches from the pump header and the remaining portion of the pump cable was returned. The inline connector bend relief on the pump cable appeared discolored. The sealed outflow graft attachment was returned detached from the pump cover outlet port and the cuff lock was fully engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook is also currently available. This handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.